Manufacturer narrative:
The tech inspected the trend rods and found the release rod and standoff was bent. He replaced the long release rod and standoff to repair the bed.

Event description:
Info received indicates the bed will not go into trendelenburg.